Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the corresponding author stated that this was an observational study, not an outcome study, and therefore a larger study will be needed to see if there were adverse events. The author also noted that to their knowledge, referring to himself and his co-authors, no adverse events had occurred. No further specifics were given.

Event description:
Literature was reviewed regarding deformation of transcatheter valves following valve-in-valve transcatheter aortic valve replacement (viv tavr). The study population consisted of 53 patients who underwent viv tavr in a surgical valve with a medtronic transcatheter valve brand (evolut r, pro, or pro+). During viv tavr, post-implant balloon dilation (n = 11) or bioprosthetic valve fracture (n = 13) was performed or attempted in 24 patients. Within 30 days of viv tavr, the authors observed the following product performance issues: valve deformation (frame under-expansion and asymmetric leaflet expansion), elevated mean gradient (range of 9 to 19 mmhg), and hyperattenuated leaflet thickening with evidence of reduced leaflet motion. Adverse events that occurred during 30-day follow-up included: need for pacemaker implantation and thrombus formation in the gap between the transcatheter valve and the surgical valve. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: fukui m, sorajja p, cavalcante jl, et al. Deformation of transcatheter heart valve following valve-in-valve transcatheter aortic valve replacement: implications for hemodynamics. Jacc cardiovasc interv. 2023;16(5):515-526. Doi:10.1016/j.jcin.2023.01.017 earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), and evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.